Manufacturer narrative:
D4. UDI # - the UDI# was not provided to us. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaint alleged that during use on a patient, a skin injury was found under and around the left nare as well as slight redness to the septum.

Manufacturer narrative:
Additional information received indicates that no sample or images were received for evaluation. Therefore, no investigation can be performed. The report of redness and skin injury specifically around the left nostril is likely due to over tightening the strap on the left side of the patient's headgear or bonnet. The instructions for use (IFU) states in the warning section, "do not over tighten the fixation straps". The clinician is also instructed to "check for deformation or irritation to the nose or surrounding tissue every 3 to 4 hours". Due to the lack of additional information, we are unable to determine a definitive root cause.